Event description:
Pt was defibrillated utilizing different energy levels, paddles were gelled adequately. Arcing was noted around the paddles each defibrillation. Different defibrillator and paddles substituted, arcing around paddles continued to occur. Spark noted in the area of the tracheal tube, however md made sure prior to defibrillation that no oxygen source was present in the area of the paddles prior to initially defibrillating the pt. Pt was not successfully defibrillated. Visual examination of the pt's chest after defibrillation attempts revealed no traces of arcing burns.